Manufacturer narrative:
The patient experienced peritonitis on an unreported date in "early" january 2017. Upon follow up it was medically confirmed the patient experienced peritonitis, the cause was unknown. On an unreported date the month prior to receipt of this report the patient was hospitalized for the event. On an unreported date, the patient began treatment with rocephin (dose, frequency, duration and route not reported) for peritonitis. On an unreported date the same month as hospitalization, reported as ¿late¿ that month, the patient was discharged. The patient responded to antibiotic treatment and was recovered from this peritonitis event. Reguneal and extraneal therapies were ongoing; however, the patient was ¿using¿ weekly hemodialysis combined with pd therapies. Concomitant medical products: dianeal was removed and reguneal lca 2.5 and extraneal were added. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.